Event description:
Tube broke when the operator holding the tube in left hand while inserting stopper with the right hand. Forefinger of the operator's left hand was cut by the tube. Unknown if sample was infectious. Stitches were required to the operator.